Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The reported angina is listed in the japan promus instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in an unspecified coronary artery with an unspecified promus stent. On (B)(6) 2011, the patient experienced unstable angina. The patient was hospitalized and percutaneous coronary intervention was performed on (B)(6) 2011. The patient was discharged on (B)(6) 2011 and the event was considered resolved. There was no reported adverse patient sequela. There was no additional information provided.